Event description:
It was reported that during a ptca treatment procedure, the maverick otw balloon ruptured. According to the customer, "the lesion was 99% of stenosis with calcification and very tortuous at lad mid. The balloon rupture occurred at 5atms during the second inflation. The first inflation was performed at 8atms." The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Patient status is reported as 'good.'

Manufacturer narrative:
Returned product analysis verified the difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was rec'd in good condition with no damage observed. Visual and microscopic examination of the balloon material revealed a tear in the balloon wall located 1.4 centimeters proximally from the distal tip. Microscopic examination in the area of the leak revealed a small tear in the balloon material. Examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material or the ro markers that could have contributed to the leak. The manufacturing records for top assembly batch 6791343 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the balloon tear could not be determined.